Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the black box showed multiple call service 162 loss of prime alarms due to low non-zero force warnings. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. No call service 162 warnings occurred during the investigation. The alleged ¿loss of prime¿ issue was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.